Event description:
A customer reported that the pack primed successfully, but the cutter did not work during the vitreo-retinal procedure. The product was exchanged to complete the case. There was no harm to the pt. No further info is expected for this case.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for evaluation. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).